Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the user applied external stress in the incorrection direction to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The user can detect the event by conducting inspection as follows per the instructions for use (IFU): "9. Preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the 3-digit lot number provided, the manufacturing date of the device was in the month of august 2023, but a specific date could not be identified. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: "breakage of the connecting tube¿s lock lever". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connectors for the connecting tube kept breaking. The issue was found during reprocessing and there was no patient involvement.